Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height had a cubie failure. A field service engineer observed in diagnostics that the drawer was sporadically failing to open certain cubies, displaying a row board memory error. Fse powered down the station and replaced the damaged retractor band and tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer sensor was repeatedly failed and unable to release the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.